Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited difficulty releasing from the delivery catheter. As the lp separated from the delivery catheter, the lp dislodged into the pulmonary artery. The lp was retrieved and a transvenous pacemaker was implanted. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to separate was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.